Event description:
It was reported that the patient underwent a gynecological procedure due to uterine prolapse on (B)(6) 2010 and a mesh was implanted. The patient experienced dyspareunia, pelvic organ prolapse, pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, increased pelvic pain and urinary/bowel incontinence and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Pelvic organ prolapse. Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03912. The same patient is represented in each medwatch.